Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to high pacing threshold measurements, low r-wave amplitude, low impedance out-of-range, noise and occasional oversensing. This lead appears to have gotten worse over time. The patient described that he had a traumatic ski accident near the first week of december and was concerned that this contributed to the lead's deterioration. Further information states that a lead damage was not suspected to have been caused by the ski accident, as lead changes were noted before and after a week or so the ski accident. Yet, it is believed that it might have been some subclavian crush contributing to the lead's demise. No additional adverse patient effects were reported.